Event description:
Patient had tight iliac's. The excluder bifurcated endoprosthesis was successfully deployed however during withdrawal of the 18fr sheath, the left iliac ruptured. The point of rupture was at a previously placed iliac stent (unknown MFR). An interposition graft was placed on the left side with no further complications. The sheath was discarded by the clinician. There was allegation of product dificiency made by the clinician.